Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted. No excessive no delivery/occlusion alarm noted. Device received with cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the button on the insulin pump had to press more than once to respond. Customer stated that the insulin pump had no delivery alarms. Insulin pump rejected new batteries. Customer stated that the insulin pump was slower when priming and louder during rewind. Customer stated that the chipping near reservoir opening and casing around the screen. Film of the display coming off and not able to read in certain light. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.